Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, serial/lot #: (B)(6) , ubd:- , UDI#:-, product ID: 9735825ent, serial/lot #: (B)(6) , ubd:- , UDI#:-, product ID: 9733752r, serial/lot #: (B)(6) , ubd:- , UDI#:- h2-3) the controller was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the controller had physical damage as it was missing both blue and green washers and the corresponding nuts. Codes: b01, c07, and d02 h2-3) the electro-magnetic (em) interface was returned to the manufacturer for evaluation. After functional testing and visual/physi cal examination, the reported issue was not confirmed. The results of the analysis concluded that the em interface had electrical failure as it faulted during testing which was resolved following a power cycle. Codes: b01, c02, and d02 h2-3) the flat emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, and d14 h2) please see section d9 for when the hardware was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, lot number: unknown product ID: 9735825ent, lot number: unknown product ID: 9735824, lot number: unknown product ID: 9735736, software version: 2.1.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after hardware parts were replaced, the system functioned as intended. Codes b01, c19, and d15 are applicable to this analysis. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1906: modified surgical procedure is applicable to the navigation was aborted. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code g02018: emitter is applicable to the flat emitter and electromagnetic (em) interface. Code g04035: controller is applicable to the controller. Code g02008: computer software is applicable to the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged navigation inaccuracy. Accuracy was approximately five millimeters (mm) off. The flat emitter. The surgeon's technique was reportedly good, image quality was good, registration looked good, and accuracy checkpoints were collected and used. The issue still persisted. Navigation was aborted. Troubleshooting was performed. The manufacturer representative (rep) was unable to replicate the reported inaccuracy when testing this system with a demonstration model in this operating room (or) since the first instance of a reported inaccuracy at this account. The ear, nose and throat (ent) account team had brought in a trunk stock deskflex, breakout box (bob), and side emitter for troubleshooting in an attempt to isolate the issue to a particular electromagnetic (em) component or system, but the issue had persisted for several months. The surgeon had expressed dissatisfaction with the system performance. It was noted that the probable cause of the issue was that the rep mentioned some electrical work had been done to the or approximately six months ago, which is when the alleged inaccuracy issues began and it's possible this was related. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome.